Manufacturer narrative:
(B)(4). Batch # r92258. Investigation summary . The device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad. The blade was found cracked at the discolored area. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is when the blade becomes damaged. The device was analyzed and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic pneumonectomy procedure, ¿remove instrument from patient¿ was displayed during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.